Event description:
It was reported to philips that the bezel requires replacement. There was no report of patient involvement.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and found the screen cannot be viewed clearly. The asp replaced the bezel assembly. Upon conclusion of the evaluation, it was determined that this was a malfunction of the bezel assembly. The device passed testing and was put back into service.